Event description:
Dealer is stating that the foot operated wheel locks are not holding. Dealer stated that he went out 2 weeks ago and tighten the locks and now the facility is calling stating they are not holding. Dealer is stating they he finds it strange that is an issue with only this chair at this facility. No other information to provide, dealer states he has asked the facility to show them how they transfer the patient, but the will not show.